Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. Pediatric patient is using an adult receiver. No additional event or patient information is available. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver will not charge and boot becuase device will not power. Unable to perform functiona due to power issues. Unble to perform download due to unit has no power. Ona review of the downloaded data log did not find any errors related to the customer complaint. Cut open case, inspect hw: fail, battery connector was dislodged, re-inserting connector fixes the problem.the reported event that the receiver ceased to function was confirmed. The root cause of the issue is an assembly error related to the battery connector